Event description:
Customer reported she has been released from the hospital and requested assistance with programming her basal rates and meter ID since she is going back to insulin pump therapy. Attempts to contact the customer were made but she could not be reached to provide the details on the hospitalization. Blood glucose value is 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.